Manufacturer narrative:
Evaluation summary: the complete surgical notes from the surgery were provided. No devices or photos were received therefore the condition of the components is unknown. It is unknown whether the stem was implanted with the correct fit and orientation as per surgical technique. Instrumentation used is unknown. X-ray images post-primary surgery and from successive patient visits were not returned. Patient factors that may affect the performance of the components such as age, height/weight, bone quality, activity level, type of activity (low impact vs high impact), rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unknown. Based on the above information, the cause of the pain is unknown. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing pain.